Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed pump error 63 during the self test and hardware low level failures is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure error. The customer¿s blood glucose value was 20.8 mmol/l. Customer was able to successfully clear the alarm and able to complete rewind the insulin pump will be returned for analysis.